Event description:
It was reported via repair work order that the auxiliary power cord was damaged with exposed electrical wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.